Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.